Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. Patient ID: no report of patient involvement. Legal manufacturer: (B)(4).